Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad cover was found to be torn and peeling by the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the ok keypad button was intermittently unresponsive and required multiple presses with increasing force to engage; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the ok button is intermittently unresponsive and the keypad is lifting up. The patient reportedly wears the pump on a belt and cleans the pump with a damp cloth. There was no reported patient impact associated with this complaint. The reporter stated that the keypad was damaged. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However this complaint is being reported because it is unknown at this time if the alleged button responsiveness issue occurred prior to the reported damage or not.